Event description:
It was additionally reported that the device was explanted and was replaced.

Event description:
It was reported that the remaining device longevity estimate did not seem consistent with how the device had been used. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equal to 2.85 to 2.66 volts between (B)(4) 2011 and (B)(4) 2012 is before device eri less than or equal to 2.62 volts.